Event description:
Hyperglycemia: an attorney from germany reported that a young girl was hospitalized in july of 1996 for severe hyperglycemia and has identified the suspect product as novofine 30 needle. No further info concerning the girl or the event is known.